Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that this unit is having "vent inop, motor fault, low pip, low ve" alarms. The transducers were calibrated and the exhalation differential pressure transducer failed. There was no patient involvement at the time of the incident.